Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable issue or return medication. A technical support specialist instructed user to do a return medication process to resolve the issue. The system functioned as intended after the technical support specialist guided the user.

Event description:
It was reported when using the bd pyxis medbank system cubie drawer failed to open, preventing user from dispensing the required medications. The customer stated that while trying to issue for the medication again, the cubie opened and the count was off. There were no adverse events or injuries reported based on this event.